Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours in the back. Treatment information was not provided. The pod was originally reported for an occlusion alarm.

Manufacturer narrative:
The download data from the returned device showed that an occlusion alarm had been generated by the pod. Inspection of the fluid path found the soft cannula to be stretched, however this stretch did not prevent fluid from flowing through the complete fluid path. Inspection of the pod found no other damages or manufacturing deficiencies that would result in an occlusion alarm or prevent the delivery of insulin. The timing and cause of the soft cannula damage could not be determined and so it could not be determined if the soft cannula damage contribute to the occlusion alarm. The exact cause of the occlusion alarm could not be determined.